Event description:
A report was rec'd on 1/24/03 from the surgeon who implanted a memory lens in the pt's left eye in 2000. The surgeon reported problems of bullous keratopathy, cloudy cornea, and moderate inflammation at pt's visit the following day. A yag was performed 12 days later. Visual acuity the next month f/u visit was 20/400 os. The surgeon reported that the pt subsequently experienced retinal detachment and inflammation, along with capsular haze the following month and is now under alternate care. The surgeon further reported that a corneal transplant and a retinal detachment repair were performed 3 days later. Current visual acuity (date unknown) reported as light perception os. No further info is available at this time.